Event description:
It was reported it was required caller to hold cable or position pump carefully, with visible damage to usb port but no pump shutdown. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging equipment and working outlet, allowed pump to charge as instructed, was advised to contact healthcare provider for backup insulin therapy, and technical support arranged shipment of replacement pump.